Event description:
Complainant alleged that while defibrillating a patient (age unknown) the device started to smoke after 5 discharges. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.